Event description:
A nurse reported an intraocular lens (iol) was explanted due to patient reporting poor peripheral vision. Additional information was received on 12/08/2006 from the ophthalmic technician. Technician states patient reported blurred intermediate and distant vision as well as monocular diplopia. This was a unilateral (os) implant. Explant was performed in 2006. This iol was replaced with a different lens model. Outcome of event reported as excellent.

Manufacturer narrative:
Technician reported this was an unilateral iol implant. Product labeling states that maximum visual performance is achieved when implanted bilaterally. The complaint device associated with this report has not been received for evaluation. Results from the product history record review indicated the product met release criteria. No similar reports in lot.